Manufacturer narrative:
The root cause of this issue is currently under investigation. Analysis will be performed both on data received from site and evaluation on the same software version. A follow-up report will be filed once the investigation is complete.

Event description:
Customer reported a situation where they were intending to acquire gantry and couch parameters via the "acquire actual's" button. Once they tried to load the treatment field for treatment they received a message that the plan was altered, and asked if the user wanted to create new plan. At this time, the therapist noted that in addition to acquiring the gantry and couch angles, the monitor units (mu) for the field were also changed, which was not intended. No patient mistreatment actually occurred as the issue was caught prior to beam on. This issue is being reported because we cannot rule out the possibility of serious injury if this issue were to recur.